Event description:
This was a lead extraction case performed in the operating room to remove one 3 cardiac leads due to cied system/pocket infection. The physician lased using a glidelight catheter (size unknown). During the case, the patient status declined and an svc tear was identified. The tear was repaired and the patient survived the intervention.